Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was air in the tubing from the free flow valve. The pump did not sound an alarm but is louder than usual according to the patient. They changed the tubing taking care to use a different batch number, the situation did not recur with the second tubing. Per additional information received, there was no medical intervention required.

Manufacturer narrative:
The device history record (DHR) was reviewed showing all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available to return for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample is returned later, this complaint will be reopened, and the investigation updated to reflect our findings. No corrective or preventive actions will be taken at this time. This complaint will be used for tracking and trending purposes.